Manufacturer narrative:
The device has not been returned for investigation as it is in situ. Root cause is unknown at this time.

Event description:
Information was received that the patient has been put on a surgical waiting list for revision procedure. As per the reporter, a pin break was identified in the rod. There was no patient information provided.